Manufacturer narrative:
(B)(4). H11- labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported discomfort at the sensor site. Upon removing the sensor, the patient observed redness, swelling with a palpable lump, and purulent drainage at the needle puncture insertion site. The patient subsequently drove to an urgent care facility, arriving at approximately 02:00¿03:00 pm. No diagnostic testing of the affected area was reported. The patient was prescribed oral doxycycline 100 mg once daily for 7 days. In addition, the patient self-administered acetaminophen (tylenol) 600 mg once daily for pain relief (not prescribed). The patient was discharged from urgent care on the same day. At the time of reporting, symptoms had improved, with resolution of drainage, though a residual lump and some skin discoloration remained. The patient reported feeling well overall. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.